Event description:
Pt called to report that the ot basic meter reads not ok. Pt was unable to obtain a bg reading. Pt did not have any symptoms nor seek medical attention. Ccr was unable to resolve the issue. Sent pt a new meter.